Event description:
During surgery for a radial shortening, the surgeon was drilling a second 2.5mm wire through the small distractor on the external fixator and the 2.5mm wire jammed in the threaded hole. The second wire never made it into the patient¿s bone; it jammed into the distractor. The distractor was pulled off the first 2.5mm wire and away from the patient. The second wire could not be removed. The second wire was cut and the distractor was re-applied over the first wire. Surgeon then completed the surgery by placing a 1.6mm wire into a different hole. Surgery continued without further incident and necessary compression was achieved. Due to this event an additional 15-30 minutes was added to operating room time. This report is for an unknown part. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.